Event description:
Pt implanted in nasolabial folds and vermilion borders in 1998. Onset of infection, implant displacement, extrusion and visible implant 1998. Pt treated with keflex 11/10/98, revised 1998 and treated with keflex in 1998, implant was explanted and pt treated with warm compresses. In 1999, implant was explanted and pt treated with keflex.